Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager attached to central station was not working properly. It was not registering as closed when it was closed. It was also clicking numerous times when user was trying to open but it was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager attached to the refrigerator was failed to open. A field service engineer (fse) identified that the latch was previously cleaned and greased. Fse replaced the latch and harness, verified that the hasp was secured and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.